Event description:
A caller reported that the insulin gauge on their pump displayed an amount different than expected, with the current fill estimate showing 130 units instead of the expected 200 units. There was no adverse impact to the customer¿s blood glucose level. The customer had not completed the step to remove air from the cartridge, which was identified as a potential issue, and was educated on this process by technical support. Despite this, the caller declined to load a new cartridge and decided to continue using the current cartridge, intending to follow up if necessary.

Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge.